Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx2 bifurcated stent graft, an afx vela suprarenal, two (2) afx limb stent grafts, and an ovation ix iliac limb were implanted to treat an abdominal aortic aneurysm (aaa). In addition, the right hypogastric artery was coiled. Approximately three (3) years post op, a routine follow-up CT identified an iliac aaa (unknown diameter) on the right side and the ovation ix iliac limb has moved up into the iliac aaa. Re-intervention was completed with implant of an ovation iliac limb.

Event description:
Additional information received reporting that a type ib endoleak was also present. In addition, the secondary intervention successfully sealed the endoleak and the patient was reportedly stable postoperative.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and no response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.